Event description:
Consumer stated: I recently purchase a snore guard. After a day of use the bottom part broke. For a product that expensive I will assume the piece I got was defective. Please find attached receipt of purchase. Shoppers will not take it back as it¿s used. Let me know if something can be done email response: I have super glued it back together. Is there a way that you can send me the replacement and then I¿ll send it? I need to use it if my wife can¿t sleep. Let me know and I will foward you everything. Product was not returned